Manufacturer narrative:
Initial reporter phone number: (B)(6).

Event description:
It was reported that during the initial implant procedure on (B)(6) 2024, the patient experience left ventricular bleeding due to lead passing through ventricle of left hemisphere. The patient is being monitored at the moment.

Manufacturer narrative:
The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined.